Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 0.3ml 30ga 8mm had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter : the customer reported a liquid in the barrel before use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-28. H6: investigation summary: customer returned (14) 3/10cc, 8mm, 30g syringes in open poly bags from lot # 0286309. Customer states that liquid was found in the barrel before use. All returned syringes were examined and no foreign matter was observed in or on any of the samples. All samples were also tested and no foreign matter came out of the cannula when the plunger rods were fully depressed on any of the samples. A review of the device history record was completed for batch # 0286309 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure foreign matter. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 1 bd syringe 0.3ml 30ga 8mm had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter : the customer reported a liquid in the barrel before use.